Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected hp's transfer set from the pt line of the homechoice set without properly pausing hp's apd therapy. When hp returned the homechoice machine was alarming. In an endeavor to correct the issue, hp reconnected transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.